Event description:
It was initially reported by the customer that she had to seek immediate medical attention from an ophthalmologist due to chemical burns in both eyes following the use of a lens care solution. The consumer stated that she placed her contacts in the provided lens cup and soaked them for nine hrs. The lens care solution requires lenses to soak for at least six hrs. Add'l info rec'd on (B)(6) 2012 stated that the consumer was diagnosed with a corneal abrasion of greater than 50% of corneal surface and was prescribed eye patches and gentamicin 3mg/ml eye drops. The consumer's issues have resolved and lens wear resumed two months following the event.

Manufacturer narrative:
(B)(4). The product was not returned for eval. However, because the lot number is known, upon completion of the mfg investigation, a f/u medwatch will be filed. (B)(4).